Manufacturer narrative:
Following the information provided 3 patients from kindred hospital chicago north sustained a serious injury while being placed on arjo citadel patient care system. Other 2 complaints were registered under following numbers: (B)(6). Allegedly, there was a dip in the middle cells of the mattress. Based on the information gathered, it was not possible to determine the cause of the claimed mattress dipping in the middle cells. The bed was quality control checked after the event and no discrepancies were noted. Additionally, the device history was checked and there was no indication of any potential cause of the reported malfunction, therefore the reported issue could not be confirmed. Pressure injuries are complex and are a result of many factors including: advanced age, immobility, co-morbidities, microclimate, incontinence and lack of being turned or repositioned frequently enough. The IFU for citadel bed (830.238-en) includes the following information related to the subject of the investigation: - "monitor skin conditions regularly and consider adjunct or alternative therapies for high acuity patients. Give extra attention to skin over any raised side bolster and to any other possible pressure points and locations where moisture or incontinence may occur or collect. Early intervention may be essential to preventing skin breakdown." The device was used for a patient treatment when a serious injury was noted, and from that perspective it played a role in the event, however no malfunction found during the bed inspection. The alleged dipping in the middle could not be confirmed. The complaint is reportable due to allegation that a serious pressure injury occurred while using arjo device.

Event description:
On 14 feb 2023 arjo became aware of patient who developed a serious injury while laying on citadel bed system. A patient developed a pressure injury. No device malfunction was found.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.